Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review for the day of treatment showed all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed several successfully performed treatments. The measured energy was stable. The corresponding treatment was performed with an interruption. No abnormalities or deviations could be detected in the logfiles, which could contribute the reported issue. No technical root cause was detectable. The only difference is that the surgeon is performing streamlight protocol. He is not washing the cornea with chilled balanced salt solution (bss) right after the photo refractive keratectomy (prk) procedure. Instead, he immediately puts a cold mitomycin c (mmc) absorbed sponge on the cornea. The reason he does not wash the cornea in advance is he thinks that the residual bss on the cornea could decrease the effect of the mmc. He was clearly communicated about the immediate cooling effect of the chilled bss after prk, before the mmc, which is according to the protocol. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Haze tends to be superior to visual axis and decreases vision. Normal protocol for patient's is to receive a topical antibiotic, alpha adrenergic agonist, and a nonsteroidal anti-inflammatory drop. A bandage contact lens is then placed on the eye. Post-operatively a topical antibiotic drop was prescribed to use four times a day for two days and a preservative free steroid drop four times a day with taper. Autologous serum was also prescribed as needed. The surgeon has stopped doing this type of treatment and is reluctant to restart until a reason for haze and viable change is present.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient presented with grade two paracentral superior corneal haze post refractive procedure. Contact lens could not be removed until ten days following the procedure. Dense epithelial haze was evident six days post-operatively. Topical steroid and serum eye drops were used to treat the patient. Intraocular pressure is reported to be well controlled. Topographies show a well centered treatment without any irregularities in the haze area. There are four related reports for this facility. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.